Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damaged at keypad connector on electrical board. Unable to verify unexpected error message alarm due to unresponsive buttons. Device was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons did not work. Customer stated on insulin pump screen error was displayed and not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.